Event description:
Facility reports that they have noted visible imperfections such as raised areas and deep indentations on the arterila bloodlines. Some of the lines have developed leaks during treatment necessitating a change in the complete system of bloodline and dialyzer. The blood was not returned to the pt resulting in an approx. 200cc bloodloss. This pt was not transfused, no hospitalization was necessary. The pt's hct pre incident was 39.6 and post incident 33.8. No medical intervention was necessary. There are a total of 4 instances of blood loss greater than 20cc. Each will be reported separately. This is #2 of 4. The actual sample is available for returne to the mfg site. Companion samples are also being sent for evaluation. A mailer with completed label and instructions have been sent to the customer.